Event description:
(B)(4) received notice regarding the incident from the enduser, involving a walker, a product imported and distributed by (B)(4). While the enduser was using the walker, he tripped and fell on top of the walker and allegedly reinjured his leg which was previously broken in a car accident. He went to the doctor where an x-ray was taken and it was determined that he had a hairline fracture in his right foot. This report is based on the information that was provided by the enduser.